Event description:
It was reported that the customer was not feeling well after dialysis. The customer checked her blood glucose, and it read 216 mg/dl. The paramedics were called, but when they checked her blood glucose, it was actually 21 mg/dl. Advised the caller to get the glucose meter replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.